Event description:
(B)(4) clinical study. It was reported that post a stenting treatment procedure, chest pain and in-stent restenosis occurred. On (B)(6) 2011, the patient presented with chest pain, shortness of breath and stable angina. Coronary angiography revealed a 95% stenosed, 15mm long, denovo lesion in the mid rca with a reference vessel diameter of 3.5mm. During the index procedure, the target lesion was treated with predilatation and placement of a 3.50 x 24 mm taxus liberte stent with 9% residual stenosis. The subject was discharged the next day on aspirin and prasugrel. On (B)(6) 2012, the patient presented with exertional chest pain. Coronary angiography revealed 95% restenosis of the previously deployed stent in the mid rca. The restenosis was treated with placement of a 3.50 x 20 mm promus element stent with 10% residual stenosis. The patient was discharged the same day on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).